Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that a vns pt experienced an infection at the neck incision site after implantation. The infection was reported to have resolved with antibiotics.